Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do the reported complications such as readmission within 30 days, need for endoscopic dilation, redo surgery, and bloating are a direct result of the torax linx device (ethicon)? Or are these issues related to other competitor devices? In the journal article it states: ¿postoperatively, ppi cessation was achieved in 94% of smokers and 92% of non-smokers (p = 0.79). Ppi cessation was maintained in 78% of smokers and 69% of non-smokers at long-term follow-up (p = 0.59).¿ were these ppi over the counter? Were these ppi doctors prescribed?

Event description:
It was reported via journal article: title: tobacco use is not associated with increased risk of recurrent reflux 5 years after laparoscopic anti-reflux surgery. Authors: vivian l. Wang, anahita d. Jalilvand, anand gupta, jennwood chen, chaitanya vadlamudi, kyle a. Perry. Citation: surgical endoscopy https://doi.org/10.1007/s00464-020-07956-z. This retrospective study hypothesized that active tobacco users would demonstrate poorer long-term disease-specific quality of life following laparoscopic anti-reflux surgery (lars) than non-smokers. Between 2011 and 2017, 238 who underwent primary lars were included in the study. These included patients presenting with a primary complaint of reflux symptoms. Patients were stratified into 2 groups according to tobacco use: active smokers versus non-smokers. The non-smokers group consisted of 204 patients (female n=136, male n=68) with a mean age of 54.5 +/- 14.2 years and mean bmi of 29.9 +/- 5.5 (obese n=64%). The smokers group consisted of 31 patients (female n=22, male 9) with a mean age of 46.5 +-/ 12.7 years and mean bmi of 31.8 +/- 6.6 (obese n=48%). Procedures included complete or partial fundoplication, paraesophageal hernia repair with fundoplication, and magnetic gastroesophageal junction reinforcement (linx, ethicon). In the non-smokers group, 13 patients underwent linx (ethicon) procedure and 2 patients in the smokers group. Reported complications in the non-smokers group include readmission within 30 days (n=17), need for endoscopic dilation (n=45), redo surgery (n=7), bloating (n=2). Reported complications in the smokers group include readmission within 30 days (n=2), need for endoscopic dilation (n=7), redo surgery (n=1), bloating (n=2). In conclusion, non-smokers and smokers report excellent symptom control following lars. While active smoking has proven to impact perioperative outcomes in multiple studies, and has become a contraindication to complex abdominal wall hernia repair, we demonstrate that smokers have similar disease-specific quality of life outcomes compared to non-smokers after lars.